Event description:
The customer reported that the ventilator fails o2 calibration. No patient involvement.

Manufacturer narrative:
(B)(4). The carefusion field service technician evaluated the ventilator and replaced the gas delivery engine, installed preventive maintenance kit, replaced internal and external batteries, o2 cells, and performed characterizations and calibrations and operational testing.